Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the surgeon was using a surgical frame while an incision was being closed following a microdiscectomy. The patient developed hypertension at this time which was treated per anesthesia. After being turned supine on the recovery cart, he became more unstable. He was then transferred back to the operating table and began hemorrhaging into his abdominal cavity. An incision was made in the abdomen and entered. Upon entry, a massive amount of blood was encountered, manual compression of the aorta was performed and a large retroperitoneal hematoma was noted. Dissection of the retroperitoneum was performed and a defect in the medial wall of the right iliac artery was noted. Vascular clamps were then placed to control this bleeding. No further adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: the device history record (DHR) for the wilson-convey frame, part number 00055100000, review could not be performed as a lot number was not provided for the reported event. On 02 apr 2018, it was reported from central dupage hospital that a wilson-convey frame was defectively designed and manufactured in that it can and did flatten the right, internal iliac artery and moved the location of the right, internal iliac artery from its normal anatomic position to a different position along the side of the l-5/s-1 nerve root. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.